Event description:
It was reported that the customer was having issue with sensor glucose versus blood glucose. Customer's insulin pump gave 235 mg/dl reading and received a message to update sensor. Customer stated she kept receiving low alarm but blood glucose was 429 mg/dl that time. Customer actually received a predictive low alert. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.